Event description:
A malfunction was reported on the customer¿s pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to reset the pump and use a backup pump to ensure continuous insulin delivery. Technical support confirmed a shipping address for a replacement pump with updated software, instructed the customer to return the malfunctioning pump within 10 days, and provided guidance on using the replacement, which the customer acknowledged.